Event description:
It was reported that a customer's device would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4): a third party service representative evaluated the device and verified the reported failure. The power pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control received the removed power pcb assembly in the failure analysis center for evaluation. The cause of the reported failure was determined to be a blown internal land on the pcb between capacitors c25 and c4.